Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the pt underwent generator replacement surgery for normal end of service. The explanted generator was returned to the MFR and a product analysis was performed. The product analysis confirmed the generator was at normal end of service. Analysis of printed circuit board assembly determined that the root cause was the pre-selected resistance value of the r35 component could have been more optimally chosen at a slightly lower resistance value.